Event description:
It was reported the patient developed an infection. The device was removed and replaced. In addition the lead tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and proximal conductor fractured. It was noted that all the conductors were distorted, the proximal conductor was cut, all the conductors were stretched, all the insulators were breached (clavicle rib crush) were torn and had inner tubing tears, there was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead was stretched. (B)(4): the device was returned, analyzed and no anomalies were found. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.